Event description:
It was reported that the patient wanted to have the device explanted. It was noted that ¿it wasn¿t working anymore.¿ it was further noted that the patient lost their recharger and the patient programmer about 1.5 to 2 years ago. It was further noted that the patient just stopped using his device. It was noted that the patient was in pain, but this pain was not from the device. It was further noted that the patient had a scheduled appointment with a physician in (B)(6) 2013. Additional information reported that the patient had spoken to the physician about attempting to ¿jumpstart¿ the implantable neurost imulator (ins) due to overdischarge. It was reported the device was not charging. The patient had been seen about one month prior to jumpstart the device. After one hour, it was ¿unlikely they would be able to recover.¿ it was noted that an overdischarge had happened once before and since they had not used it in two years, they didn¿t know if they wanted to continue with therapy.

Manufacturer narrative:
Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3 708360, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer. Patient product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3487a-33, lot# j0319985v, implanted: (B)(6) 2003, product type: lead. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).